Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. The device history record was reviewed and no issues were found that could have caused or contributed to the event. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. A visual inspection was performed and no issues were noted. The device passed calibration testing. A short simulated therapy was performed with no issues noted. The reported problem could not be verified through evaluation. The device was sent to servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine had an unspecified failure. The step of setup or therapy during which this occurred is unknown. There was no report of patient involvement. No additional information is available.